Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he stopped using his insulin pump a couple of months ago. Customer's blood glucose is typically in the 100's gm/dl. Customer stated that about 4 months ago, he was having uncontrolled high blood glucose. Customer stopped using the pump about 2 months ago because he wasn't able to control his blood glucose. Customer decided to go back to treating with insulin pens but within 3 days, he started to notice his blood glucose go back to normal. Customer has been using the insulin pen since then and would like to go back on the pump. Customer's blood glucose was 500 mg/dl at the time of the incident. Customer's current blood glucose is 200 mg/dl. Customer was feeling ill due to the high blood glucose. Customer declined troubleshooting and stated that he doesn't have a battery in the pump. Customer stated that the pump will be exchanged.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, operating current test, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.